Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the sensor was broken. The customer's blood glucose was unknown at the time of incident. The caller reported that the needle came off. The sensor will be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and found cannula bent and stuck to adhesive tape. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used. Also found needle separated from sensor base. Unable to perform insertion needle complaint due to customer returned sensor opened/used.